Event description:
The account reported the right and left brake casters are not holding. No patient injury reported.

Manufacturer narrative:
The technician found the brake casters are the cause of the issue. The technician replaced the right and left brake caster to resolve the issue. Based on this information, no further action is required.